Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not communicating and displayed black screen. A field service engineer found that the device was unable to power up. The engineer checked the power cords and all cable connections and discovered a faulty half height cubie drawer, which caused the station to fail to power up. The engineer then replaced the half height cubie drawer controller board, tested the device, and confirmed that it was able to power up and access all drawers, thereby resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating, displayed a black screen and appeared offline in remote support service (rss). The customer stated that this malfunction occurred while dispensing the medication to the patient and caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.